Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer's back up is the insulin pump. The insulin pump alarmed during bolus and basal. Customer stated the no delivery alarm continues reoccurring. Customer declined troubleshooting. Customer would like to have insulin pump replaced.